Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported that the rim of reservoir piece broken off and reservoir compartment ring was damaged. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.